Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken proximal clevis at the ears of the clevis. The broken piece was not returned. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the permanent cautery spatula instrument was found to have a broken tip. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer identified the instrument tip was broken during central processing and indicated that no arcing was observed during use. There was no report of fragment(s) falling inside the patient. No known impact or patient consequence was reported.